Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and calcified vessel. After the deployment of a stent, a 12mm x 4.50mm quantum apex balloon catheter was used for post dilation of the lesion. The balloon ruptured at an unknown pressure. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.